Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity, no calcification and 85% stenosis in the left anterior descending (lad) artery. The 3.5 x 12 mm nc trek was advanced to the target lesion for post-dilatation, but the balloon could not be inflated. The device was withdrawn from the patient anatomy. Another 3.5 x 12 mm nc trek balloon was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported inflation difficulty was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation difficulty.